Event description:
It was reported that the patient presented for a scheduled implant procedure. Post procedure after leaving the procedure room it was noted that the atrial lead exhibited loss of capture. Chest x-ray confirmed a lead perforation. The lead was repositioned successfully. The patient was in stable condition post-procedure.